Event description:
Surgeon reported that a 4.0mm cancellous bone screw was confirmed by x-ray during pt's 6 week post-operative visit to have backed out. Surgeon expected to explant screw only during 2004. Questionnaire received back from surgeon confirmed that date of explant was 2004.